Event description:
Information was received which reported the patient did not experience any physical trauma or manipulation of the vns area. Recent settings and system diagnostics results were received. No relevant surgical intervention is known to have occurred to date. No additional or relevant information has been received to date.

Event description:
Information obtained that the patient's impedance was slightly higher than previously and x-rays were being sent in for review. Based on the x-ray images,connector pin could not be assessed for being fully inserted inside of the connector block due to the image quality. The filter feedthru were confirmed to be intact. Due to the image quality and the angle, the placement of the strain relief, tie-downs being present and being placed per labeling could not be assessed. No sharp angles or gross discontinuities were identified in the visible portion of the lead. But, the cause of the high impedance could not be determined from the x-ray images received. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was reported that high impedance was found on the patient's vns. The patient reported no physical trauma. Multiple attempts for follow up have been performed with the neurologist, but no additional or relevant information has been received to date. No relevant surgical intervention is known to have occurred to date.